Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately low compared to another device. The reporter claimed obtaining blood glucose readings of "<20mg/dl" with the subject meter and ¿150mg/dl¿ on another device within 30 minutes of one another. This complaint is being ruled-out because such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. There was no injury or medical attention sought due to the issue.